Manufacturer narrative:
Manufacture received info from a distributor that a consumer alleges an alarm did not function and resulted in the consumer's death. Serial number provided suggests device is over 4 years old. Service and maintenance history is unk. No details in the alleged incident were provided. Invacare concentrators are to be used as an oxygen supplement and are not considered life supporting or life sustaining. MDR filed based on alleged death.

Event description:
The consumer's brother alleges, that due to the alarm not working, allegedly resulted in the consumer's death.